Event description:
Customer reportedly received result of 418 mg/dl on the advantage system and 140 mg/dl on a hospital lab value within 10 minutes. Customer did not require professional medical treatment. Several weeks prior to the hospital visit, customer received results of 333 mg/dl and 127 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.